Event description:
It was reported the customer had the flu and elevated blood glucose levels and was hospitalized on (B)(6) 2015. Customer was treated with tamiflu and an insulin drip, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.